Manufacturer narrative:
Evaluation of the returned ruby coil revealed that the pusher assembly was fractured. This is likely the reported pusher assembly kink. Fracture typically occurs due to manipulation against resistance or mishandling during use. Based on the complaint, the pusher assembly became bent during an attempt to insert the device into a microcatheter. If the pusher assembly becomes kinked, and the kink is further manipulated, damage such as a fracture may occur. Further evaluation revealed that the embolization coil was detached from its pusher assembly inside the introducer sheath. This damage was incidental to the reported complaint and likely occurred due to the fracture in the pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coils and a non-penumbra microcatheter. During the procedure, while attempting to insert the introducer sheath of a ruby coil into the hub of the microcatheter, the pusher assembly became bent. Therefore, the ruby coil was removed. The procedure was completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.